Event description:
It was reported to philips that the device gave a remote alert indicating a memory failure, which would prevent imaging. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the reported event occurred. The philips remote service engineer (rse) checked the device remotely and confirmed the ippc memory 3 problem. The rse suggested onsite work to implement the c&r2023-igt-bst-027, to replace the ippc, host pc and hard disk. After the replacement, software needs to be updated to r8.1.30.10. Upon onsite visit, fse confirmed that the memory metal contact needs to be cleaned and the fse cleaned the contacts which resolve the issue temporarily. The defective ippc and host pc were returned to philips for further analysis and the cause of the ip pc and host pc failure could not be conclusively determined by the supplier's part analysis, however replacement of the host pc, ippc, hard disk and updated to the latest software resolved the reported issue and restored the functionality of the system. After replacement and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction